Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a sudden onset return of symptoms. The patient already tried changing programs and turned stimulation up as high as could be tolerated. This was occurring daily. The patient thought she had a uti and she had frequency, burning, and leakage. There was a fall that could be related to this issue. She fell on (B)(6) 2016 but already had symptoms before she fell. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the consumer reported that the suspected uti was confirmed by the managing physician. The patient was put on an antibiotic. After some days, things got better- the incontinence and frequency. The patient was able to program the device to be very effective again after the infection cleared. The return of symptoms was resolved.